Event description:
A medtronic representative reported a vertek arm that will not tighten completely. There was no patient present.

Manufacturer narrative:
Device manufacture date not available at time of this report. Suspect part has not been returned for evaluation as of the date.